Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead had impedance measurements between 1500 and 2000 ohms on various positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.